Event description:
The micro oscillating saw was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with this device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.